Event description:
Per the clinic, the patient underwent surgery to treat an infection at the implant site. It is unknown if the device has been explanted. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported); reimplantation is planned but has not occurred as of the date of this report, (B)(4).

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2013. It was reported that the patient was treated with several round of intravenous and oral antibiotics (dates not reported) for infection. The device is not available for analysis. This report is filed april 4, 2014. The device is not available for analysis.